Manufacturer narrative:
Visual analysis of the photographs identified: wrinkling: observed wrinkling on the device. Capsular contracture: unable to observe since it is not related to the device. Other-medical: no observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported left-side deformity, induration, and occasional pain of the breast (capsular contracture grade IV). The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.